Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.21 inches from the nail head, causing corrosion, insufficient batteries and a hazard alarm. Download data generated an 0x3d, step sensor asserted before wire driven, alarm. The internal tear is confirmed as the cause of the generated hazard alarm.

Event description:
It was reported the patients blood glucose level rose to 250mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod alarmed during operation.